Event description:
In this event, a doctor reported that a patient was burned on the lip after coming into contact with an estylus 1:5 handpiece head that reportedly overheated. The doctor prescribed a prescription mouthwash to treat the burn.

Manufacturer narrative:
Per the FDA public health notification: patient burns form electric dental handpiece, issued 12/12/2007, "burns may not be apparent to the operator or the patient until after the tissue damage has been done, because the anesthetized patient cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The 1:5 estylus attachment exceeds (B)(4) for maximum allowable temperature. Evidence was found supporting the complaint for "the attachment got very hot and burnt a patient" because of set assembly instability due to both bearing being found detached from the set, contact found between the pusher and the cap assembly during use and damage to the color ring.